Manufacturer narrative:
Very little data is currently available to lifestream. Notice from (B)(6) was received on december 3, 2016 and an investigation has commenced. No other data, other than the one sentence provided by the (B)(6), is known at this time.

Event description:
On 12/03/2016, a letter was received from the (B)(6), that an incident involving the aow cm-1 device had taken place in (B)(6) on (B)(6) 2016. The specific wording of the incident is as follows: "clinical event information: following the treatment (which was self-administered and without supervision) the complainant was in immediate pain and subsequently suffered a perforated bowel." Prior to this letter from the (B)(6), no notice was received by lifestream from a user facility or the complainant of the incident.